Event description:
A malfunction alarm was reported by a distributor in denmark for a device used by a female customer. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the customer's pump, which was still under warranty, with a backup therapy plan using multiple daily injections (mdi) to ensure continuous insulin delivery. Additionally, the distributor was instructed to return the faulty pump within ten days using a prepaid label, and the customer was guided on how to store the pump before returning it.